Manufacturer narrative:
Device evaluation did not show any malfunction. Surgical guide followed the doctor's treatment plan. For this particular case, the surgical guide only guides up to 3.8 mm diameter drill sequence, the success of rest of the drilling sequence is solely dependent on doctor's technique and proficiency.

Event description:
Doctor used the surgical guide to place dental implant #28 and #29. After the surgery, he noticed that the implants more buccal than he had planned..